Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type catheter; product ID 8782, serial # unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter; product ID 8780, serial # unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (4000mcg/ml at 389mcg/day) via an implanted pump. The patient had oral baclofen (¿10 mg q6¿). The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the patient had ineffective treatment with the baclofen therapy since the original implant. The managing physician said it was working at first but they had to continually increase the dosage over time to a maximum of (4000 mcg/ml at 1800 mcg/day) with little effect. A dye study was attempted on an unknown date, but they were unable to withdraw from the catheter. The patient¿s dose was slowly decreased to 389 mcg/day pending a catheter revision. It was unknown if any environmental, external, or patient factors led or contributed to the issue. The diagnostics/troubleshooting performed related to the event were the attempted dye study and dose changes. On (B)(4) 2016, the patient was taken in for a revision. During the revision, aspiration of the catheter was attempted in multiple locations ¿to no avail.¿ initially, the catheter was completely explanted and tested on the back table. The system was intact and fluid moved freely through the catheter in both directions. Another catheter was placed, csf (cerebrospinal fluid) flow was confirmed through the needle, but once the catheter was advanced csf aspiration was again not possible. Again the catheter was tested outside the body and worked fine; however, the physician requested a second catheter and the same thing occurred. Finally on the 4th attempt at placing the catheter, csf flow was seen through the catheter and the implant was completed. It was unknown what the cause of the failure to flow was. The issue was resolved. The patient status was reported as ¿alive ¿ no injury.¿ additional information was received on 17-jun-2016 and it was clarified that the original catheter, a new 8780 catheter, and a new spinal segment only 8782 had the aspiration issues. On the 4th attempt, the pump segment from an 8780 catheter and the spinal segment from a revision kit were implanted.

Manufacturer narrative:
Corrected information:the serial number for catheter 8782 is (B)(4) and the serial number for catheter 8780 is (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.